Event description:
The patient stated she was out and her vgo fell off. The patient was not sure how long she was wearing it. The patient stated she cleaned the area with an alcohol pad before applying the vgo. The patient does not have the device.